Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary pending investigation conclusion. (B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the surgeon fired a stapler. The serosa completely opened up. The surgeon had to oversew with sutures and surgical time was extended by more than 30 minutes. No known adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one photo. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the surgical photo. Inspection of the photo did not reveal any evidence confirming the reported condition. Therefore, the reported condition was not confirmed and there is no root cause to determine. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as not confirmed. Should new information become available, the file will be reassessed at that time.